Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn in pieces. The aq cartridge-fp was returned for evaluation. Visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the haptic caught in the cartridge and tore off. The lens was removed without enlarging the incision. No patient injury.